Event description:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Your complaint of "broken cable" was confirmed. The instrument was found with a broken grip cable and a broken pitch cable, both at the distal end. The broken cable segment that contained the crimp was still installed in the clevis. Additional observation(s) not initially reported by the site include: the instrument was found with a broken boss feature on the monopolar yaw pulley. The broken piece of the boss feature was missing as a result of breakage. The size of the missing piece was approximately 0.068" x 0.102". This failure is most commonly caused by mishandling/misuse, such as, excessive force applied to the distal end of the instrument. The boss feature most likely caused the instrument conductor wire cap to be dislodged from its normal position. The cap was not returned. This failure is most commonly caused by mishandling/misuse, such as, excessive force applied to the distal end of the instrument. The instrument was found with corrosion at one or more clamping pulleys in the back end. This failure is most commonly caused by improper reprocessing, such as, prolonged exposure of the instrument to harsh cleaning agents. The instrument had 9 uses remaining.